Event description:
Customer called reporting constant no delivery alarms on his insulin pump. His blood glucose level is 150 mg/dl. During trouble shooting, when customer ran a five unit fixed prime, insulin did not exit the tubing and the device alarmed no delivery. Insulin exited the tubing when it was manually pushed. Customer rewound the device and tried running a manual prime, but it alarmed no delivery. Customer does not have another infusion set for trouble shooting. He was advised that the alarm may have been caused by a site or infusion set issue. He was advised to replace the infusion set and reservoir and monitor the device. Customer stated the reservoir could be a year or two old, since he reuses them. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.